Manufacturer narrative:
Subject: qv sars otc: consumer advised he placed his own previously used swab in mouth - ts reviewed hazardous ingredients for liquid reagent list and advised customer to follow-up with hcp if symptoms persist. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv sars otc: consumer advised he placed his own previously used swab in mouth - ts reviewed hazardous ingredients for liquid reagent list and advised customer to follow-up with hcp if symptoms persist.